Event description:
It was reported that the patient experienced a diaphragm stimulation post implantation procedure. It was noted that the atrial lead became dislodged. The lead was explanted and replaced on (B)(6). Patient was stable pre, during, and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.